Event description:
A customer contacted beckman coulter inc., (bec) regarding a positive total bhcg (tbhcg) result generated by the unicel dxi 800 access immunoassay system on one patient sample that did not match the clinical picture. The specimen was re-tested by an alternate lab and a negative (-) result was obtained. Patient results are shown. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was lithium heparin plasma. The specimen appearance was normal. Qc was within the customer's established ranges during this event. Service was not dispatched for this event. No clear root cause could be determined for this event.